Event description:
It was reported that there was st segment change and a drop-in blood pressure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were planned to be used. Before the was and wds were used the physician was performing the transseptal cross. When this was being performed the patient was noted to have st segment change and there was a drop in their blood pressure which was treated. The transseptal cross was completed and the issues were resolved. The blood pressure returned to normal levels and the st changes resolved themselves while the hearth rhythm also returned to normal. The procedure was continued and the closure device was successfully implanted in the patient. There were no more patient complications and the patient is currently doing fine.